Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 9oct2018 (B)(4). The manufacturer¿s international service technician confirmed the touchscreen issue and replaced the touchscreen to address the reported problem. The device resumed operation.

Event description:
The customer reported a screen calibration fault. There was no patient involvement. The event date was not specified; estimate used.